Manufacturer narrative:
This report is submitted on 3 february 2021.

Event description:
It was reported the patient underwent revision surgery to reposition the internal magnet.

Event description:
It was reported the patient experienced pain and a magnet dislodgement following an MRI. Surgery to replace the magnet is planned but has not yet occurred as of the date of this report.